Manufacturer narrative:
Section b5: correction. Section h6, health effect clinical code: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not experience multisystem organ failure.

Event description:
It was reported that the patient passed away due to multiple system organ failure. The patient suffered from a progressive spontaneous subarachnoid bleed without any change in anticoagulation or any device related issues. The bleed was related to the patient's outcome. The device operated as expected. The outcome was not device or therapy related. An autopsy was not performed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.